Manufacturer narrative:
The reported event of bvvi was confirmed. The reported event of pacing, sensing and failure to interrogate were not confirmed. The cause of the reported event was low battery voltage due to normal usage. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room because of functional loss of capture due to under sensing on their pacemaker. The device was unable to be interrogated and was in backup vvi mode. The physician elected to explant and replace the device. The patient condition was stable.